Event description:
A malfunction was reported on a customer's pump, specifically a communication error with the touch screen identified by malfunction code malf 5. There was no reported impact on the customer's blood glucose level as the individual declined to provide relevant information. The customer had not previously reset the pump for this issue, and upon contacting support, received guidance on how to reset the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappeared.